Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/21/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported packaging labeling identification. One sealed box of product code z340h, lot qampha was returned for analysis. During the visual inspection of the box, no defects or damaged could be observed. The graphics printed on the box was compared with our system and the printing information is correct and legible: no discrepancies or issues were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the visual inspection, no defects of packaging labeling identification were found since the print information is correct.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are pictures available to show defect for visual analysis? Was any damage noted on the outer box? Was the product stored as recommended? Was the primary package sterility compromised? Device return status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. There was a misprint on the box. There were no adverse patient consequences reported. Additional information was requested.